Manufacturer narrative:
Result of investigation: the cutting electrode is broken off and missing - the remaining electrode is bent. The broken surface shows a ductile appearance. The overall bending of the electrode as well as the ductile appearance of the broken surface, which indicates a break by force lead to the conclusion, that the electrode got mechanically overloaded during application. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the bipolar resection loop overheated during surgery. The surgeon has changed for a new loop (same reference and same batch number), setting: cut 6 - bip 7 this one has also overheated and then broke in the patient's bladder. No negative impact in state of health reported.